Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve implanted for 9 year and 2 months, is being evaluated for a valve-in-valve procedure due to stenosis. Scheduled procedure to be determined.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the limited information available, the root cause of this event cannot be determined.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve implanted for 9 year and 3 months, underwent valve-in-valve procedure due to degeneration with thickened/calcification on one of the leaflets, with severe stenosis and severe regurgitation. Patient presented with dyspnea nyha class iii, and afib with rvr. The procedure was performed successfully with a 23mm 9750tfx transcatheter valve with no complications. The patient tolerated the procedure well and was admitted to the inpatient cardiology unit in hemodynamically stable condition. Patient was discharged to home on dapt on pod#1.

Manufacturer narrative:
Updated sections: a1, a4, b1, b2, b3, b5, b6, b7, h1, h6 health effect - clinical code, health effect - clinical code, device code(s), and type of investigation.